Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial trumatch block broke during resection.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported breakage. Review of the device history records did not reveal any manufacturing deviations or anomalies. Follow-up correspondence confirmed a depuy recommended saw blade was used during the procedure. The proposal design and block design were designed with in trumatch specifications. The investigation could not draw any conclusions about the root cause of the device breakage. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.